Event description:
It was reported to covidien on 2/10/2009 that a customer has an issue with a curity sponge. The customer stated that the gauze is rough and stringy and is flaking off everywhere. The gauze frayed into the wound.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.